Manufacturer narrative:
Device evaluation: the device related to the reported event of capsular contracture/ visibility/palpability/malposition was received on august 04, 2023, with lot number 3323971. Based on the device analysis grid, the assessments of the complaint are: ¿ capsular contracture: unable to confirm as it is a medical event not related to the device. ¿ visibility/palpability: unable to confirm as it is a medical event not related to the device. ¿ malposition: unable to confirm as it is a medical event not related to the device. Additional observations: ¿ crease flat observed. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported capsular contracture, baker grade iii. The device has been explanted. This relates to the left side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Healthcare professional reported capsular contracture, baker grade iii. The device has been explanted. This relates to the left side.